Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, and unexpected restart error test. However, there was a compromised force sensor system alarm during the basic occlusion, and prime/compromised force sensor system test due to a loose/protruded drive support disk. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a broken belt clip slot, and a missing endcap sticker.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Caller stated that the driver that goes into the pump isn't going down and is completely dead. Caller stated that the pump alarmed this morning. Customer's blood glucose was 263 mg/dl at the time of the incident. Caller stated that she is unable to describe any possible damage to the drive support cap. Customer was advised to discontinue use of the pump. Customer was advised that the pump will need to be replaced. It was explained that the possible cause of the alarm was during seating, the forces sensor did not detect the reservoir.